Event description:
Report per telephone to manufacturer's pt service dept. Pt relates that their device was implanted in 2000 and they developed a "knot" on their back soon after surgery. The swelling was 4" long by 3" wide by 2.5" deep. Pt developed pain in other parts of their legs. Pt was told it was leakage from the dura. Pt stated they had been in a wheelchair for 11 years and pt was worse off now than they were before the implant. Pt was inquiring about the frequency of occurrence of this type of condition. Pt followed up with pt services. The device was "explanted 3 weeks ago." Pt stated that the dura "ripped" causing the "knot." Pt also reported that they had a "severe overdose" in 9/2000. MFR made repeated attempts to obtain more detailed info from facility to verify conditions but was refused - protection of pt privacy. Pt was hospitalized and discharged and is being seen regularly by hcp's in the facility. Pt requests privacy of info.